Event description:
It was reported that in (B)(6) 2013, the patient¿s catheter was emergently replaced due to an ¿obstruction¿ while traveling in (b)(6. )the catheter had been in place for one year prior to replacement and failed to deliver medication. When the catheter was removed, there was a tear and pieces of the old catheter were left behind in the intrathecal cavity. The reporter was trying to get more information from the physician regarding the catheter malfunction and why the catheter ¿broke down¿. The patient needed a CT scan so the catheter fragments could be visualized; the fragments could not be seen with x-ray. Drug in the pump currently was baclofen, unknown if it was the same at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient experienced increased pain. The catheter issue was noted to be by report the catheter kinked/pinched in spinal segment. The hcp was not sure the location of the issue as unable to obtain neurosurgeon¿s report as this was addressed in nevada and the patient resides in pa. The catheter was replaced. It was indicated that the patient now ¿no problems¿.

Manufacturer narrative:
Concomitant products: product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013-, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: unknown. (B)(4).